Manufacturer narrative:
The customer¿s report of a leak at the needleless connector was confirmed based on testing performed. It was observed that there was a leak at the connection area of the smartsite valve and extension set's female luer components. The leaking connection area was carefully detached from each other and the connection felt loose. Inspection of the mated components also observed no obvious damages or issues and were within specification. The recently mated components were re-attached and testing re-done. No fluid leak was observed, however; a leak during pressure testing was observed. Functional leak testing was performed and air bubbles (indicating a leak) were observed at the connection area of the 2000e valve and extension set's female luer. No other leaks were observed. The root cause was identified as due to a discontinuous surface contact caused by a molding defect in the extension set's female luer component.

Event description:
It was reported that there was leaking of medication at the needleless connector during a syringe pump infusion. The syringe label indicated that dexamethasone ivp 8 mg in 20 ml was expected to infuse over 30 minutes. Although requested, no other patient or event details were available. There was no report of patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was leaking of medication at the needleless connector during a syringe pump infusion.